Manufacturer narrative:
As reported in a research article, a complication from implantation of a amplatzer cardiac plug with a torqvue delivery system was pericardial effusion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in an article titled, "left atrial appendage closure device implantation guided with fluoroscopy only: long-term results" that 53 subjects were implanted with amplatzer cardiac plug devices. In three patients, a 13f torqvue 45 sheath delivery system was used to deliver the device. The patients were reported to have developed pericardial effusion and required additional surgery to correct the complication. Additional information could not be obtained.